Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that four days post implant the right ventricular (rv) lead was found to have intermittent capture at high output. The lead was explanted and a new lead was implanted in a different position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.